Event description:
It was reported that the pump showed a must rewind message and then an incorrect insulin reservoir volume, with the display shifting from approximately 40 units before rewind to (B)(4) units after, and subsequent guidance led the user to disconnect and perform fill tubing until drops were observed, after which the display read 55 units; the event was associated with an improper or incorrect procedure during rewind while connected and involved the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to following on-screen steps while connected, affecting the perceived piston position and volume reading. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.